Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the peritonitis event. On an unknown date approximately 2 months after event onset, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported that the pd catheter had dislocated. Pd therapy was discontinued. The peritonitis event was not resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause and treatment for the event were not reported. The same day as event onset, the patient was hospitalized for the event. The patient was placed on temporary hemodialysis. At the time of this report, the patient remained hospitalized and the peritonitis event was ongoing. The reporter declined to provide additional information.